Event description:
Customer reports one intermate lv in which an overinfusion of aredia 90mg in sodium chloride 0.9% occurred. Customer reports the infusion to have occurred over 1.25 hrs. Instead of the anticipated 2.5 hrs. Pt injury reported as none. Total fill volume reported as 250ml. No further info provided.